Event description:
It was reported that user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) did not recognize the grounding pad during use. The tse stated that no logs was available because the system was connected to onsite. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced integrated electrosurgical unit (iesu) to resolve the issue with grounding pad not working. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failure. The problem was not confirmed using logs. A visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. Generator log error was noted. The complaint was not confirmed based on the field evaluation/failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.